Manufacturer narrative:
(B)(4).no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a laparoscopic hysteropexy and mesh was implanted to support the uterus and correct the prolapse. Seventeen months post operative the patient developed a small bowel obstruction. A laparotomy revealed a mesh exposure with the bowel caught underneath it. A small bowel resection was done. The mesh was left in situ.